Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
A nexiva 20g 1in catheter was used to start an IV on an endo pt. The catheter went in the skin initially but then was met with resistance and the catheter would not advance. The patient stated it was hurting. The catheter was withdrawn from the skin and immediately noticed that the end of the needle was sticking sideways out the end of the catheter. It looked like the catheter had ripped apart from the catheter and was sticking out the side of the needle. The faulty catheter was packaged in it's original package, taped it up and put in in a bio hazard bag and gave it to supervisor in spr. No harm came to the patient but he did experience pain from the malfunctioning catheter. Additional information received on 17dec2025. The exact date is unknow. The patient had to be stuck an additional time since the item malfunctioned. The malfunction did not cause harm to the patient or the staff member.

Event description:
No new information.

Manufacturer narrative:
The complaint of a damaged catheter was confirmed, and the cause appeared to be associated with use. One 22g nexiva IV catheter was provided for investigation. The sample exhibited evidence of use. The IV catheter was received without the needle. A functional test revealed a leak from the catheter tubing. A microscopic examination of the leak site revealed a v-shaped breach in the catheter tubing. It appeared that the tubing was damaged and punctured by the needle. Due to the evidence of use, the damage likely occurred during the insertion process and would cause resistance to advancement; therefore, the reported threading difficulty was confirmed due to the circumstantial evidence. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.